Manufacturer narrative:
The reported perfect passer connectors were new devices returned for evaluation due to manufacturing defect earlier. A relationship between the device and reported incident was established. From the information provided, an unknown defect of the device. No patient injury reported. Visual inspection shows the connector unopened. Functional evaluation shows one(1) of the connectors the s-clamp unhooked from the s-hook confirming the reported failure. One(1) of the devices passed the functional test. The needles were fired through foam and it was able to pass the stitch. Internal investigation indicates the failure cause for upper s-clamp coming loose is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported defect of the smart stitch, it is part of a defective batch that had jaws fall off. This was noticed before the procedure; therefore, no patient was involved.